Event description:
It was reported that the pfna blade could not be locked during a trochanteric fracture. The doctor removed the blade with blade removal instrument and replaced the blade with a new pfna blade. The new blade was fitted and locked without any problem. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the returned pfna-ii blade passed functional testing. No deviations to specifications were identified. After disassembling, all parts were found in faultless condition. We are not able to determine the exact reason causing the reported condition. No product fault could be detected. Device is not distributed in the united states, but is similar to device marketed in the USA.